Event description:
Durintg a percutaneous coronary interventional procedure to treat a diffusely diseased, heavily calcified, left anterior descending artery (lad), a 2.5 x 18mm cypher stent dislodgement occurred. The physician reported that the stent would not advance because of the calcification. The physician tried to remove the stent in order to pre-dilate the lesion. However, on withdrawing the stent into the guiding catheter, it became "stripped form the balloon" and dislodged into the lad. The physician inserted a 1.5mm sprinter balloon over the guide wire into the stent. The balloon was expandedd to 2 atms and the physician was able to withdraw the stent and balloon as a single unit. There was no injury to the patient and the procedure was successfully completed with another cypher stent.